Manufacturer narrative:
We received the following: one sensor condition, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and found dent on the sensor shell. Then inspected the sensor flex any physical damage and found cracks along the electrode gold trace, the gold trace path with trace discoloration.. Checked the transmitter casing for any physical/cosmetic/debris/moisture damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated due to detected sensor dehydration. This is a safeguard designed within firmware for patient safety. In conclusion: the customer complaint of sg v bg alert is not confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (sensor flex damage, sensor casing damage) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-5120a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 195 mg/dl and sensor glucose value was 67 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. No harm requiring medical intervention was reported. The customer will discontinue use of the sensor. Mmt-5120a was requested, and the customer response was that the device will be returned.